Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when disconnecting light cord from safelight adapter the light stayed on and did not turn off. Therefore, there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: light stayed on. Confirmed failure: physical damage, e26 led failure env mode. Probable root cause: damaged light cable, damaged scope, damaged coupler, damaged leds, main board malfunction, loose / misaligned jaw assembly, light engine/ light pipe malfunction or damaged, bent esst contact, inconsistent esst contact, camera head communication, front board malfunction, touch panel malfunction, power supply malfunction, thermal switch malfunction, ac inlet board malfunction, inadequate air flow, sidne port malfunction, poor workmanship, inadequate calibration, use errors, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge.

Event description:
It was reported that when disconnecting light cord from safelight adapter the light stayed on and did not turn off. Therefore, there was a thermal event.